Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Device. Reference MFR reports #1627487-2016-04998. It was reported the patient's system no longer provided effective stimulation therapy. The patient's system was explanted.